Event description:
It was reported that during an unknown procedure, it was observed that there was stapler malfunction and uneven cutting edges at the creation of the tubular stomach. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026 d4: batch # unk additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. -malformed staples was there any difficulty opening the device? -no. A manufacturing record evaluation was performed for the finished device ecr45b with lot number 385c08; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.